Event description:
It was reported that the patient vibratory alert was not functional on the device during an in clinic follow-up. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.